Manufacturer narrative:
Per the tandem user guide, ¿do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6¿17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the sensor was placed on the hip. The customer's blood glucose level was 168 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.